Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information which had been provided. The reporter had confirmed that the malfunction did not cause or contribute to any change in the patient's status, and another pulse 100h laser was used to complete the procedure with no delay. A lumenis engineer and technical expert evaluated the subject device, and was unable to duplicate the reported issue. The engineer took apart the footswitch to see if there was something causing the relays to stick, but he did not find anything. The engineer also inspected the footswitch connector and cables, but could not find anything suspicious. A cause for the alleged footswitch sticking was not determined. A review of historical similar product complaints from the past two years show this as a single event; there have been no other reports of pulse 100 foot switches sticking during use. The subject device is expected to be returned to lumenis for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 100h laser system was being used, the device operator lifted their foot off the pedal of the footswitch and the laser continued to fire. The malfunction did not cause or contribute to any change in the patient's status. Another lumenis pulse 100h was used to complete the procedure with no delay.

Manufacturer narrative:
<<<<<<Update 05-feb-2019>>>>>> the subject footswitch had been returned to lumenis, and forwarded to the footswitch manufacturer for further evaluation. The manufacturer inspected the device and checked the operation of the footswitch after removing its cover. It was found that mechanical damage during production (scratch, burr) had later interrupted the subject footswitch operation. As an immediate correction, all devices in stock at the manufacturer were checked; no problems were identified with the stock (no scratches, burrs were found). As a corrective action, the footswitch manufacturer performed 'structural improvement and training' for all their assemblers. A review of system risk files (doc (B)(4) revealed risk #3.3.2: footswitch mechanical failure, which has the potential to lead to inadvertent triggering of the footswitch. The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. In this case, a second p100 laser was brought in to complete the case with no complications to the patient. A review of historical product complaints shows that the same malfunction of 'footswitch mechanical failure'' has not led to serious injury in the past.